Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, increased capture threshold and increased pacing impedance were observed on the atrial channel. The lead was repositioned and reattached to the device. The pacing impedance and threshold were still elevated, however the physician completed the procedure. Following the procedure, the pacing impedance and capture threshold continued to increase. A revision procedure was performed to resolve the event. During the revision procedure, the atrial lead was found to be loose in the header. The set screw was tightened, which secured the lead in the header of the device to resolve the event. The patient was stable following the procedure and was admitted to the clinic to be monitored.